Event description:
The reporter stated that the breakage or leaking from the product. No product was saved. The glue bonding the flushing mechanism to the blue plate transducer becomes loose while attaching a new flush line to the luer lock end below the flush. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The customer indicated that there was no product available for return. Since there was no lot number available, the review of the device history record could not be performed. Review of the complaint database for the previous 24 months indicates this is the second reported issue of this type on this product code. The previous event was due to further processing and assembly of the transducer after leaving smiths, not a smiths manufacturing issue. This incident could also be related to the same issue however without product for evaluation this can not be confirmed. Smiths was unable to confirm this issue without benefit of returned product evaluation. An add'l report wille be submitted should info become available that impacts the outcome of smiths' investigation.